Manufacturer narrative:
This report is submitted on sep 09, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 04, 2022.

Manufacturer narrative:
The device was explanted on (B)(6) 2021. The patient was re-implanted with a new device on the same date. This report is submitted on november 12, 2021.